Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet was successfully implanted after a perfect measurement. The dimensions of the defect was 19mm in short axis view and 22 in 135°and was done by echocardiogram and angiogram. Two days post procedure, on (B)(6) 2023, the device embolized. A transcatheter snare and a 14 f sheath were used to snared the device in position via aortic approach. The retrieval of the embolized device was considered an emergency procedure with no serious danger to the patient. The patient was reported to be in stable condition.

Event description:
N/a.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.